Event description:
Follow up information was received on 01/08/2010 from a previously submitted MDR (1224732-2009-00056). This MDR is being created to capture the specific follow-up information received for three of the patients described in a literature article who received osigraft as part of a study (application of rhbmp-7 and platelet-rich plasma in the treatment of long bone non-unions: a prospective randomised clinical study on 120 patients), published in injury, int j care injured (2008) 39, 1391-1402). The follow-up information received from a colleague of the surgeon stated that three patients experienced non unions due to poor callus formation. The reporter stated that the non unions were not related to osigraft. No patient demographics or additional details were provided; however, the surgeon's colleague stated that no anaphylactic, immunologic, respiratory or metabolic problems were observed in any of the patients who received osigraft. This MDR is being submitted as an aggregate report until further information is received. Additional information will be requested.